Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or interventions were reported. The patient was in stable condition.